Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided; therefore the device history records could not be reviewed. Results: the info contained is from legal documents served on I-flow, (B)(4). The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation.¿ as of (B)(4) 2006, I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: ¿avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis.¿ (dfu 1307011). On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled ¿what we know about chondrolysis today¿. (1303722, rev. E).

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: arthroscopy right shoulder w/superior labral arthroscopic repair, anterior thermal capsulorrhaphy. Cathplace: joint. Patient alleges chondrolysis is right shoulder following placement of a painbuster after surgery on (B)(6) 2001.